Manufacturer narrative:
Image analysis one still image was provided for evaluation. 1st image: the image appears to be a overheated closurefast heating element coil section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a closurefast intravascular radiofrequency ablation catheter was used to treat lower extremity venous insufficiency in the great saphenous vein with local anesthesia and tumescent infiltration. The lumen was flushed prior to use, no guidewire was used, and the instructions for use were followed. Compression was not used. The generator operated normally, proper temperaturewas reached, and no error messages were displayed during radiofrequency delivery; after radiofrequency completion, coating damage in the heating section was observed only after the catheter was withdrawn. Five segments were treated and the vein closed. No patient symptoms, complications, or additional treatment were reported, and the patient was alive with no injury.

Manufacturer narrative:
Additional information: only one catheter was used to complete the procedure. There were no adjustments made to the parameters of the generator. The patient did not complain of pain during the procedure. Image analysis: one still image was provided for evaluation. The image appears to be a overheated closurefast heating element coil section. Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. Lot number was confirmed on the device catheter label. No ancillary devices were returned with the device. Damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bubbling/ burning of the fep layer of the heating element/coil. Burnt biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined. The catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Visual inspection of the returned catheter revealed two kinks along the shaft; the kinks were observed at approx. 20.5 cm <(>&<)> 24.3 cm from the distal tip of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.